Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned device consisted of a guidezilla guide extension catheter. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the distal shaft with the entire shaft pulled out from the collar, shaft damage (flattened) located 37mm from the tip, and tip damage. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 25 june 2020. It was reported that the device could not cross. The target lesion was located in the right coronay artery. A 5-in-6 guidezilla was selected for use in a coronary angiography and percutaneous coronary intervention. During the procedure, it was noted that the device could not cross. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a complete separation of the distal shaft with the entire shaft pulled out from the collar.